Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lles, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, lot# va1lles, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot# va1lles, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, lot# va1lles, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 06-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported the device not providing symptom relief. Patient stated she did have a fall. Lead impedance checked showed >4000 impedance check. Patient had their device replaced. A system was implanted. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.